Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. For clarification, the instrument was found to have a broken snake wrist, wrist control cable. The cable was fully broken. As a result the instrument exhibited imprecise motion. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site was that the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch & yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The imprecise motion was caused by the broken wrist control cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the arm does not move well during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was with the fenestrated bipolar forceps instrument. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate the instruments from the surgeon side console (ssc). The contact person stated that it was unknown what the exact movement issue with the instrument. As per the nurse, the surgeon, while operating at the console, mentioned the instrument was not moving as desired, but the exact nature of the problem was unknown.